Manufacturer narrative:
The elecsys tsh, elecsys ft3 iii, elecsys ft4 IV, and elecsys ferritin reagent lot numbers and expiration dates were not provided. On (B)(6) 2026, several instrument alarms were generated, including abnormal measuring cell condition and abnormal low signal alarms. The field service engineer (fse) replaced the measuring cells and pinch valves. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue. The cause is traced to the pinch valve failure.

Event description:
There was an allegation of questionable elecsys tsh, elecsys ft3 iii, elecsys ft4 IV, and elecsys ferritin results from the cobas e 402 analytical unit for two patients. Patient 1's initial tsh result was 0.03 mu/l. The result from a different sample on (B)(6) 2026 was 0.25 mu/l. The result from a different sample on (B)(6) 2026 was 5.97 mu/l. Patient 1's initial ft3 result was >50 pmol/l. The result from a different sample on (B)(6) 2026 was >50 pmol/l. The result from a different sample on (B)(6) 2026 was 2.99 pmol/l. Patient 1's initial ft4 result was >100 pmol/l. The result from a different sample on (B)(6) 2026 was >100 pmol/l. The result from a different sample on (B)(6) 2026 was 17.5 pmol/l. Patient 2's initial ferritin result was 5 ug/l, and the repeat result was 486 ug/l. Another result was 55 ug/l, and the repeat result was 1420 ug/l. The samples were repeated because the customer thought the initial results were clearly discrepant compared to their clinical expectation of the values.